Event description:
Post procedure patient had an airway obstruction. Anesthesiologist placed nasopharyngeal airway and patient had gross bleeding from the insertion of nasopharyngeal equipment that required suctioning of airway and nasal passages. Anesthesiologist felt there was limited flexibility of new nasopharyngeal airways that we are now using.